Event description:
It was reported that vessel perforation occurred. Procedure summary: patient anatomy was mildly tortuous. Annulus diameter was 26mm. Access site was right femoral vessel. During the insertion of the 27mm lotus edge valve into a large lotus introducer sheath (lis), high resistance was felt at 6cm to 10cm into the lis. The 27mm lotus edge valve was stuck inside the lis. An attempt to remove the lotus edge valve was not successful. Next an attempt to move the valve forward was done, and an audible pop was heard. The valve moved forward and the resistance suddenly disappeared. Fluoroscopy indicated that the proximal part of the lis moved forward into thoracic aorta with the proximal part of the lotus edge still inside the lis. The lotus edge valve and lis were removed together from the patient. The procedure completed with another large lis and a new 27mm lotus edge valve system. After a non-bsc closure device was used, strong bleeding in the right groin was seen. The perforation was treated with a femoral vessel stent. The patient is doing well.

Manufacturer narrative:
H3: device evaluation: the lotus edge valve (lev) delivery system was returned for evaluation. The device was received trapped inside the lotus introducer sheath (lis) . The dilator was also received with these devices. An examination of the lev identified that the release handle was pushed forward. There was no visible damages present on the exposed section of the lev from the lis. An examination of the lis identified that a break was present in the lis sheath immediately distal to manifold hub. The inner coil of the lis was exposed and wrapped around the outer sheath on the lev. The inner coil was still attached with no breaks evident, joining proximal and distal sections of the lis break. The gap between the proximal and distal sections of the lis break (held together by the inner coil of the sheath) measured approximately 37 mm.initial attempts to withdraw the lev from the lis failed. As a result, the lis/lev was immersed in water, at 37c for 10 minutes. The lis was then manually removed with force from the lev. Further examinations of the lev identified that the device was fully sheathed. No damage was visible with the nosecone. However, three 3 indentations were identified on the outer sheath. Although the lis was covering this area during receipt, these indentations most likely occurred during the forceful removal of the lis as the coil wire from the break section in the lis wrapped tightly around the lev on removal. No other damage to lev visibly evident. Procedural media was provided to aid in the investigation. The media made available for review comprises of 12 angiographic series from the lotus edge valve implantation and was reviewed by a bsc quality engineer.. The series starts with images of the lotus edge valve attempting to push through a lotus introducer sheath. No restrictions were identified from the media review. In series 21 (approximately 15 minutes later, per the time stamps on the received media) shows the second lev starting to be un-sheathed in the annulus with the guidewire positioned in the left ventricle. The actual release and final assessment of the released valve is not captured from the media. The final series shows evidence of a perforation in the right femoral which was treated with a stent placement. H6: patient codes - updated.

Event description:
It was reported that vessel perforation occurred. Procedure summary: patient anatomy was mildly tortuous. Annulus diameter was 26mm. Access site was right femoral vessel. During the insertion of the 27mm lotus edge valve into a large lotus introducer sheath (lis), high resistance was felt at 6cm to 10cm into the lis. The 27mm lotus edge valve was stuck inside the lis. An attempt to remove the lotus edge valve was not successful. Next an attempt to move the valve forward was done, and an audible pop was heard. The valve moved forward and the resistance suddenly disappeared. Fluoroscopy indicated that the proximal part of the lis moved forward into thoracic aorta with the proximal part of the lotus edge still inside the lis. The lotus edge valve and lis were removed together from the patient. The procedure completed with another large lis and a new 27mm lotus edge valve system. After a non-bsc closure device was used, strong bleeding in the right groin was seen. The perforation was treated with a femoral vessel stent. The patient is doing well.